Manufacturer narrative:
Initial emdr submission: the customer has confirmed that there is no sample available and the lot number is unknown. If any additional information becomes available a follow up submission will be filed. (B)(4).

Event description:
The cartridge is becoming disconnected from the IV line and leaking. It is happening only in preop. Product was used on a patient, there was no patient harm.